Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient¿s ipg became inoperable during a lead replacement surgery on (B)(6) 2021 (manufacturer report number 1627487-2021-15541). Surgical intervention took place wherein the ipg was explanted and replaced to resolve the issue.